Event description:
It was reported that the patient received inappropriate shocks which were attributed to t-wave oversensing. The lead and the defibrillator remain in service. There were no further patient complications reported as a result of this event.

Event description:
Additional information has been received reporting that the patient had a new implantable pacing lead implanted and the existing implantable defibrillation lead coils continue to be used. No patient complications have been reported as a result of this additional information.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.